Manufacturer narrative:
(B)(4). Batch #: t93m1k. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the case, the tissue pad melted and detached. The surgeon replaced with new one. No patient consequence reported.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information received: was the tissue pad completely missing from the clamp arm? No, the white tissue pad was not totally missing from the clamp arm but, it was hanging on the clamp broken into two pieces.